Event description:
It was reported to medtronic neurosurgery that the catheter fractured while prepping for insertion.

Manufacturer narrative:
The catheter was returned in two segments. The shorter segment, which included the catheter tip, was about 5.7 cm. The longer segment was about 18.5 cm long. Both catheter segments had proteinaceous debris present on their exteriors. This indicates that the device did come into contact with the pt. The broken ends of the two segments matched. The break site was angled but was not a straight cut; the slant of the cut tubing was steep for about two-thirds of the cut and had jagged edges. The remaining third of the break site was smooth and almost straight across. It is unk how or when the damage occurred. The individual segments were patent and did not leak. The device met specifications for tensile strength and ultimate elongation. The instructions for use that accompany the device caution the low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. A review of the mfg records showed no anomalies. All of our catheters are 100% inspected at the time of MFR. No impact to the pt was reported.